Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 25.8 mmol/l. Customer had high blood glucose event due to sensor glucose vs blood glucose difference. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature information was unknown. Customer last blood glucose reading was 6.9 mmol/l. The insulin pump will not be returned for analysis.